Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was reported that at a patient¿s post-op appointment it was determined that one of the new leads had migrated again. It was stated a revision was being scheduled to replace the lead again but had not been scheduled yet. It was stated that the patient was not getting appropriate therapy.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient's follow-up appointment had been on (B)(6) 2014. The lead migration had been detected via x-ray. The cause of the migration was unknown. The patient was getting some stimulation in her legs, but not in the back or hips, which was where the patient needed the coverage. The patient did not have a 50 percent reduction in symptoms. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.